Event description:
On (B)(6) /2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt in the ed. I-stat centaur: result: 0.38 ng/ml. Time 10:15. Result: <0.01 ng/ml, time 18:45 (lab). The suspected discrepant results were not released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Apoc product action#: (B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.